Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility. Related patient identifiers: (B)(6) - model number - oer-3. (B)(6) - model number - jf-260v. (B)(6) - model number - tjf-260v.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope was reprocessed incorrectly. The field service engineer checked the device and there was a hole in the binding part of the detergent tube closest to the washing tank, and the cause was that oer-3 was operated while liquid was leaking from there. The issue was observed during reprocessing procedure, and there was no patient or procedure involvement with this event.